Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that reservoir ring was came off. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that reservoir able to lock in place when inserted into insulin pump. Customer was able to complete insulin pump rewind. Customer was able to clear the alarm. Customer stated that self test did not passed. The device will be returned for analysis.

Manufacturer narrative:
Device passed functional testing including displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep currents, active currents and selftest. Device communicated properly with the contour next blood glucose meter. No communication anomalies noted. Pump error 63 was confirmed in the device history due to broken pin 6 trace on keypad assembly.